Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. This could cause a delay or cancellation of a procedure. There is no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system (rtos) and the software were installed during the service call. The system was tested and found to working as intended and put back into service.